Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting small r-waves. The lead was repositioned and remains in use. It was also reported, per the physician¿s office, that the right atrial (ra) lead was repositioned during the procedure, possibly due to the physician initially having sutured the leads with a bend near the pocket. No patient complications have been reported as a result of this event.